Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for pneumonia. The customer's blood glucose level was unknown during hospitalization. The customer stated that they had shoulder surgery on (B)(6) 2015. The customer was wearing the insulin pump during the emergency call. No further information was provided.